Manufacturer narrative:
The evaluation revealed the nail to be the primary product. No deviations were found during review of the manufacturing and inspection documents (DHR). The nail was documented as faultless prior to distribution. An investigation of the nail itself was not possible because it was not available. The provided x-rays show that the nail got deformed in the area of the shaft fracture; a big fracture gap is visible between the proximal and distal fracture parts. No implant breakages of the nail and screws were visible. The customer reported that a nail with a bigger diameter was implanted (11mm instead of deformed 9mm nail). The facts indicate that the first chosen nail was too small for the bone; furthermore the big fracture gap indicates that most likely the fracture parts were not adequately repositioned to guarantee an adequate bone healing. Highly postoperatively loads or an accident (i.e. Patient fall) did also most likely contribute to the nail deformation. Correct implant selection, adequate fracture repositioning, warnings regarding postoperatively loads are listed in the IFU and operative technique. Based on the given information and because no manufacturer fault was detected the case is attributed to the user, contributed by the patient. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
Our distributor reported via their admin person, that the surgeon removed the bent nail from the patient and we inserted a new t2 recon nail with a larger diameter (the first one was 9 mm and dr inserted a 11mm).

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Our distributor reported via their admin person, that the surgeon removed the bent nail from the patient and we inserted a new t2 recon nail with a larger diameter (the first one was 9 mm and dr inserted a 11mm).